Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g4.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted. It has been determined that the device associated with this complaint is non-abbvie. This record is no longer reportable to FDA and will be un-reported.